Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in-clinic for follow up. Stored egm showed that the device exhibited post-paced t-wave oversensing. Programming changes were discussed and will be implemented when patient is seen again in-clinic.